Event description:
While testing the defribillator, the user heard electrical arcing when it was charging. There was no pt involved. An inspection of the device revealed damage to the enclosure which indicated that the unit had rec'd more than one significant impact. Tests indicated broken solder connections in the main capacitor bank. The broken connections are consistent with the damage observed. The event is not occurring more frequently or with greater severity than is usual for the device.